Event description:
The entire device was removed from the pt due to "leakage of urine through his incision."

Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon was functional.